Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display was blank. Customer's blood glucose level was 182 mg/dl. Customer also stated that the contacts on the battery cap are neither missing nor damaged, battery compartment was neither damaged nor corroded and spring was neither damaged nor corroded. Trouble shooting was performed for blank display. Display did not return after insulin pump restart. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.